Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer had to press button multiple times for the pump to respond. Customer's blood glucose level was 336 mg/dl. Customer delivered a bolus to stabilize blood glucose levels. During troubleshooting with tandem technical support the touchscreen was functioning as intended.